Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing resulting in delay in therapy. Technical services (ts) was consulted, and upon review of the available information noise was observed in the rate sense channel. In addition, a low intrinsic right ventricular amplitude was observed. This rv lead remains in service. No adverse patient effects were reported.